Event description:
Approx 3 hous into the treatment the pt complained of shortness of breath and chest pain. Ntg was was given along with o2 at 4l with no relief. The dr ordered the treatment to be discontinued. During take off the pt care tech heard a "sucking noise" and noted a large kink in the arterial line at the connnection of the line to the dialyzer. No more blood was given to the pt. Lab work was drawn. The pt states the chest pain had "eased up" and she appeared less anxious. Pulse 57 and reg reps 12. Her bp was 183/100 when sitiing and 115/53 when standing. She stated the chest pain was coming back. O2 was put back on at 2l. Five minutes later she felt better. Her bp was 111/65. O2 was discontinued. She was then discharged to home per md order stating she felt better.